Event description:
It was reported that the 9600 system workstation was alarming and there was a charger failure error and would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram card was replaced during the service call. The system was tested and found to be working as intended, and put back into service.